Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no sample was returned by the customer. No root cause can be determined at this time. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 04/21/2011 and 05/05/2011 by phone, fax, and mail. A completed questionnaire was received on 05/05/2011. (B)(4).

Event description:
A technician reported a patient experiencing a visual distortion of "diagonal blurring" following intraocular lens (iol) implant surgery. In a follow-up, the technician clarified that the patient experienced double vision and decreased visual acuity for reading; and that these events continue. Pco (posterior capsule opacification) has been observed approximately two months following the implant surgery.